Manufacturer narrative:
Additional information: according to the information received from the field the recipient experiences retention issues with rondo magnet strength #4 and #5 due to an unusual position of the implant. Reportedly the device was initially placed in this position due to the recipient's temporal line and hat wearing. Further it is reported that a full insertion was not achieved at implantation surgery. Currently the recipient is wearing a sonnet 2 with better retention. The recipient will be further monitored. This is a final report.

Event description:
The user was implanted on (B)(6) 2020. At activation on (B)(6) 2020 it was noticed that the implant location was lower than expected. The user complained that the audio processor falls off and the location of the external device moves with basic head movements. On (B)(6) 2020, the recipient was intubated and anesthetized. The device was palpated and imaged and it was determined that it had not moved from its intended position and had not migrated from the pocket as initially thought. No surgery was performed. As of information received on the 6th august the retention with the sonnet is slightly better with a wear time of around 4 hours a day. The clinic is trying to get the user to increase the wear time before any new plans are made.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2020. At activation on (B)(6) 2020 it was noticed that the implant location was lower than expected. The user returned the following day and complained that the audio processor falls off with basic head movements. The user was to attend a CT scan on (B)(6). A revision surgery is scheduled for (B)(6) to move the implant to a better location.